Event description:
Related manufacturer reference number: 3006705815-2019-01191, 3006705815-2019-01192.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01191, 3006705815-2019-01192. It was reported the patient did not feel scs therapy was helping with his pain. Scs system was explanted without incident.